Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01124. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 13 days. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A direct correlation between hm3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 after a syncopal episode. The initial evaluation of the patient revealed hemoglobin at 4.8 g/dl with a concern for acute gastrointestinal bleeding. The patient received 6 units of packed red blood cells and 2 units of platelets. Warfarin and aspirin were put on hold. On (B)(6) 2018 the patient had a melanotic bowel movement. A computed tomography angiography revealed no acute bleeding. An endoscopy on (B)(6) 2018 revealed a hiatus hernia, with no active bleeding. The patient will remain in house. No additional information has been provided.